Manufacturer narrative:
Fa-q323-hf-4 cardiomems pes right angle power extension cable failure notice issued by abbott on 04 oct 2023. The investigation codes along with investigation results will be provided in a subsequent submission.

Event description:
The patient reported exposed wires of the power extension cable. The patient electronics device was replaced and there were no adverse consequences reported by the patient.

Manufacturer narrative:
One i3 unit model cm1100 with main unit serial #(B)(6) and one i3 accessory set was returned. During the investigation, visual inspection of returned material revealed damage to right angle ext. Showing frayed wire. No other discrepancies or discernible damage to the returned power supply or power cord. Customer reported pes had a frayed power connector cord ¿ confirmed.